Event description:
Nuh rejected images not updated with datacenter ea. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up MDR will be filed when the investigation is complete. (B) (4).